Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) voltage level. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Further evaluation at various pulse amplitudes measured normal current levels and no indication of premature battery depletion detected. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Additionally, a visual inspection of the header revealed no anomaly related to the field concern. A longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that a sharp decrease in remaining battery longevity was observed on the device. Premature battery depletion was alleged to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was ins table condition and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.